Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female pt's electrode belt had damaged cables. The pt was issued a representative electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the ECG "c&d" cable was pulled from the distribution node, which cause the electrode belt to fail a hipot test. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.